Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 694965 lead, implanted, (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited possible oversensing during atrial fibrillation (af). The signal was very small on the atrial electrogram and it could not definitively be determined. The lead remains in use. No patient complications have been reported as a result of this event.